Event description:
A nurse called on behalf of the customer. She stated the customer's glucose was tested using his contour meter and the reading was 489 mg/dl. The customer's glucose was retested using another meter and that reading was 115 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. A control test performed while troubleshooting was within the normal control range. The customer only had one test strip left, so no prod will be returned for eval.